Event description:
It was reported by svc report that the fowler was drifting when the fowler was below 20 degrees. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake/clutch.